Event description:
It was reported that during a hip procedure using an ambient hipvac 50 ifs wand, the wand tip detached after 30 minutes of activation. The detached tip was retrieved; however, there was no 90 minute surgical delay as a result of having a flush the site and complete an x-ray to verify all debris was removed. There were no patient complications reported as a result of this event.